Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 180 to 340 mg/dl at the time of the incident. The customer stated that insulin squirting out during the manual prime process. The customer stated that insulin pump had blank display. The customer stated that battery cap was neither damaged nor corroded. Customer states that troubleshooting was performed for the pump error alarm and the blank display. The insulin pump will be returned for analysis.